Event description:
It was reported that a patient implanted with an impella rp flex experienced a fever and there were concerns of pneumonia. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A4 is unknown. The impella passed all post sterile inspection checks. No product was returned for investigation. The cause of the fever was not determined due to insufficient clinical details.